Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when connected to the unit, interference lines appeared on the screen during inspection for use involving an olympus autoclavable camera head. There were no reports of patient harm.